Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges."

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl. Cause of bg level was not known. Customer administered a manual injection to address the issue and went to the emergency room. Customer was subsequently admitted to the hospital and treated with intravenous fluids of saline and insulin. Customer was discharged 5 days later with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.